Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
End user came out of an office into a semi darkness outside, tried to get into the scooter while using crutches, hit a rock, and the unit tipped over sideways which resulted in the end user breaking her hip.

Manufacturer narrative:
The device was evaluated by a field service technician. The unit is working properly. The customer was operating device on uneven terrain (dirt & rock).

Event description:
End user came out of an office into a semi darkness outside, tried to get into the scooter while using crutches, hit a rock, and the unit tipped over sideways which resulted in the end user breaking her hip.